Event description:
It was reported that the system was shutting down and they were getting lines in the scans. It was determined that the detector needed to be replaced. Once this was done the system is working as intended.